Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stops and associated alarms that were captured while operating on the power module in the submitted log file. The submitted log files contained data from (B)(6) 2021. Momentary pump stops and low-speed events, as well as associated alarms, were captured on (B)(6) 2021 at 05:05:04 and between 13:43:23 and 13:43:33. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. 96 pi events were also recorded throughout the log file. (B)(6) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and the distal portion of the dl was not returned (figure 1). The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-17371 also revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Examination of the dl found minimal shield breakdown throughout the dl. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the black wire at the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive flexing. The black wire redundantly supports motor phase 2. The remainder of the dl was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused the pump stop events captured on the submitted log file. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline all system controller alarms as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 16sep2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported pump stops. Alarms reported were low speed, pump stop, low flow and low battery. Log file submitted revealed 4 pump stops and 4 low speed alarms at 5:06 am and again at 1:43 pm while connected to the power module. The log files also captured a low battery hazard at 1:43 pm during the low speed alarms. These occurred while the patient was connected to the power module and is possibly a result of the low speed events. On (B)(6) 2021, the patient returned to the operating room and underwent a pump exchange via thoracotomy. The log file revealed that there were some elevated powers noted greater than 10w but since (B)(6) 2021 the pump power had settled into a more baseline number of 5w. No other unusual events were noted in the log file. No further information provided.